Event description:
It was reported the right ventricular (rv) lead dislodged and was repositioned on (B) (6) 2009. Device check the following day was unremarkable except for lead impedance warnings attributed to the lead positioning procedure. On (B) (6) 2010, the patient contacted the physician because of the device tone. The patient is not clear when the tone was first noted. The device was interrogated and reported over 1100 short interval counts and lead impedance warnings on "all leads". On (B) (6) 2010, the lead checked out fine except the rv threshold had increased. The only waning was for low impedance readings on the rv and superior vena cava (svc) coils. The distal portion of the rv coil had dislodged and the svc and rv coils are in close proximity. The rv lead was removed and replaced. The atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It shows low impedance values of 7 and 17 ohms respectively on (B) (6) 2010. Typical readings had been 20 - 30 ohm range. Interference/noise was also noted. The lifetime ventricular sensing integrity counter shows high values since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.